Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was an intermittent connection on quad micropower op amp u901. The cause for the intermittent connection was a poor solder joint at pin 3 on u901. The root cause for the poor solder joint could not be positively identified but was likely a manufacturing error. No adverse event resulted from the defective u901 component. The last patient to use this device did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed a pulse test. The last patient to use this monitor did not report any deficiencies.